Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on cobas e 801 analytical unit. The initial result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis alerting them to an issue with the result. The initial result was 0.033 ng/ml. The repeat result was 0.003 ng/ml.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation reviewed the patient sample images submitted by the customer. The images showed white particulate matter in the patient samples. The investigation is ongoing.

Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.